Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to noise were observed. The noise was reproducible with arm movements. The lead was capped and replaced.